Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a perclose proglide device after a superficial femoral artery interventional procedure. Reportedly, after deployment there was no blue suture. A second perclose proglide was deployed and reportedly no suture was present. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The cath lab nurse is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. A femoral angiogram was not performed prior to vessel closure. Evaluation summary: the device was returned for evaluation. The reported needle to cuff miss could not be confirmed. The suture was not returned with the proglide device. The returned device was examined and found a link attached to the end of the anterior needle tip. On the link at the posterior cuff was the posterior needle tip attached to a piece of blue suture. The analysis showed that the proglide deployed normally, delivering the suture with the suture being cut using the cutter on the device handle. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Reportedly, a femoral angiogram was not performed prior to vessel closure. The proglide instructions for use states: prior to deployment of the perclose proglide smc device, evaluate the femoral artery site for size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall by performing femoral angiography. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.